Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the balloon ruptured during use at 10 atm. Very few details were provided; however, there were no pt effects. No additional info is available.

Manufacturer narrative:
(B) (4). (B) (4): results - product performance engineering was unable to determine a conclusive root cause for the balloon rupture. Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with blood in the guide wire lumen and balloon. There was contrast in the inflation lumen. The balloon was loosely folded. There were two bends in the hypotube, 20 cm distal to the strain relief tubing and 30 cm proximal to the guide wire exit notch. There was no other damage noted to the balloon catheter. A new indeflator, filled with water, was used in an attempt to pressurize the balloon when water leaked out of a longitudinal rupture over the distal marker. The rupture was 2 mm in length. There were scratches noted above the rupture. Product performance engineering has reviewed the case description and the analysis of the returned rx voyager balloon dilatation catheter. Balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during mfg, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. In this case, no pt anatomical info was provided, which may have aided the evaluation. The voyager catheter was returned with contrast visible in the inflation lumen, as well as, blood visible in the guide wire lumen and the loosely folded balloon. This is consistent with the report use of the device and a leak or rupture. Functional analysis was able to confirm that there was a longitudinal rupture in the distal end of the balloon for a length of 3 mm. There were also scratches evident on the outer surface of the balloon adjacent to the rupture site. Since there was no report of any leaks noted during product preparation, this may cause the balloon was not damaged prior to use. If the balloon experiences mechanical damage during the procedure, this may cause the balloon material to weaken and rupture during attempts to inflate the balloon. In this case, it is possible that the balloon material was damaged (scratched) during interactions with other devices and/or the pt anatomy, such that the balloon ruptured upon inflation attempt during the procedure. The ensure this type of damage is not a result of a potential mfg or product related deficiency, all dilatation catheters are 100% visually inspected and leak tested during mfg process. A sampling of units is also destructively tested to verify rbp and balloon integrity. Also noted during the analysis were two bends in the hypotube, 20 cm distal to the strain relief tubing and 30 cm proximal to the guide wire exit notch. However, this damage was not reported in the case description and may have occurred during use or after the procedure as the device was packaged for transit back to abbott vascular for analysis. Although it cannot be determined when the bends occurred, they do not appear to be related to or have contributed to the reported balloon rupture. In this instance, based on the info received with this complaint and the returned product analysis, the balloon rupture and mechanical damage noted may be related to circumstances of the procedure. However, since it cannot be determined what contributed to the damage leading to the rupture, a definite cause for the balloon rupture cannot be determined. A review of the finished device lot history record did not reveal any nonconforming material records associated with this lot, and all on-line inspections and lot release testing met mfg criteria. This MDR is considered closed by the product performance group.